Event description:
It was reported that two circular shaped burns approximately 3cm x 5cm, one 3rd degree and the other a second degree occurred on the mid back of the patient under the warming blanket. The procedure was 13 hours long and significant fluid was used during the procedure. The blanket was put inside a pillow case. Plastic surgery was consulted and dressings were ordered to be performed daily. The wounds are healing. The anesthetist indicated the bair hugger was on medium to low settings during the procedure.

Manufacturer narrative:
No lot number was provided. It is difficult to determine manufacturing date without this information. Method: device not evaluated. Information on the warming unit model used in the procedure was not provided. 3m could not perform an analysis on the product because sample and lot number information was not provided. Covering blanket with a pillow case may have contributed to event.